Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0411 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was report the catheter was leak. It was stated customer change new catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the reported problem could not be reproduced. One 4 fr single lumen groshong clearvue catheter with flushing hub and stiffening stylet inserted and one 4 fr two-piece groshong nxt connector were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned samples. The catheter was flushed and pressurized with a 12 ml syringe of water and no leaks were found. The catheter was found to be patent to infusion and aspiration. No leaks were found in the proximal connector piece when it was also flushed with a 12 ml syringe of water. A microscopic observation revealed no damage on the returned samples.

Event description:
It was reported that there was report the catheter was leak. It was stated customer change new catheter. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refw0411 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refw0411) have been reported from the same facility in taiwan.

Event description:
It was reported that there was report the catheter was leak. It was stated customer change new catheter. It was reported this occurred with three devices. This report addresses the first device.